Event description:
Caller states that she received a reading of 312mg/dl while the clinic's device read 117mg/dl. No treatment was received. No strip info provided. No quality controls were used. Requested return of suspect device and replacement was sent.